Manufacturer narrative:
Date of event: the date of event is unknown. Bsc became aware of the event on 06-nov-2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported a hematoma occurred. A radiofrequency ablation procedure was being performed. On renal tumor. A 3.5cm leveen standard electrode was used with an rf3000 generator to ablate the tissue. When the electrode was deployed, the tines were bunched up and not properly extended. This occurred several times, so the electrode was removed and tested outside the patient. The electrode seemed to work fine. A new electrode was then selected and used to complete the ablation. This led to a prolonged procedure time. During the procedure at an unknown time, the patient complained of pain. A scan was performed which noted the patient had complication of bleed with subcapsular hematoma. The patient was admitted overnight for observation and two additional CT scans were performed. Medication was administered to reduce the bleeding. The bleeding stopped and the patient was discharged.